Event description:
It was reported during the procedure, the rbl2320 low profile primary guide broke "while driving screws". The procedure was completed by using other low profile primary guides. This issue did not prolong the procedure, and no adverse patient consequences were reported.

Manufacturer narrative:
Manufacturing and inspection records of the returned guide were reviewed, and no anomalies were noted. The part number rbl2320 low profile primary guide (lppg) was received for evaluation. The returned lppg was examined with magnified photography. Observed phenomena included: the lppg contour screw engaging with the hook had a heavily worn drive feature including marring, scratching, and discoloration. The lppg main body and hook/slider surfaces had sporadic brown discoloration and material buildup near the main body window where the contour screw is visible. There was heavy scratching present on main body near the part/batch markings and brown discoloration present in the slider threading nearest the fracture site. The lppg slider/hook was fractured into two components; the fracture occurred at the root of the slider thread near the hook end. The fracture plane was largely flat and split across an intersection point with the threadform; the plane had light texturing and brown discoloration. No necking/ductility noted. Visual examination of the lppg breakage suggests the lppg experienced a brittle failure within the lppg slider subcomponent. Brittle failure modes occur most commonly due to overloading events; however, based on the information received and due to unknown procedural conditions, the root cause could not be determined.